Manufacturer narrative:
Additional information: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Manufacturer narrative: elevated intraocular pressure is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, with elevated intraocular pressure and significant reduction of irido-corneal angles. Lens remains implanted. The cause of the event was not reported but it was noted "wtw indicates 12.1 diameter but this is too large for this patient's eye, 11.6 ordered for exchange".

Manufacturer narrative:
Claim#: (B)(4).